Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Worsening mr appears to be related to patient/procedural conditions and likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2017, a follow up echocardiogram was performed and it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing mr from 4 to 2. The patient was confirmed to be stable. No additional information was provided.